Event description:
Noted impedance vun tor both ttc and ttr vectors no variation in rv deflb impedance trend. Suspect tip issue. Hrns episode from (B)(6) 2022 shows short v-vs but no egms to confirm nonphysiologic noise. All other episodes show true vt. Suspect beginnings of lead failure via tip electrode. Physician decision on how to proceed. (B)(4). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).